Manufacturer narrative:
This report is supplemented to provide a correction and additional information to a previously submitted report. Updated fields: h6 corrected fields: d4 - primary UDI number a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had foreign material stuck in the biopsy port, and the light guide lens (lg lens) had debris. There was no patient involvement.